Event description:
It was reported that an mcl20 was used during an open prostatectomy. It was reported by the affiliate that the surgeon tried to use device to clip vessels during the procedure, however it would not load and did not close clips at all. No specific details are available. Opened a second device to complete the case. There was no consequence to the pt.